Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received an alarm which was generated when a power system error was detected and this error does not prevent the pump from running. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.